Event description:
It was reported that during a routine follow up, this pacemaker was not able to be interrogated with wireless telemetry. Before any troubleshooting could be performed, the patient passed away in (B)(6) 2024. The clinical engineer determined that the cause of death was not related to the pacemaker. The device was not explanted post-mortem, so no analysis could be performed to determine a cause for the interrogation issues.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.